Manufacturer narrative:
Patient information was not made available from the site. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged an inaccuracy with their navigation system axiem. No specific measurement, or direction, of the alleged inaccuracy was provided, nor were any further details regarding this issue, or specifically when it occurred. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.